Manufacturer narrative:
Concomitant product: product ID: 3887-33, lot# j0108124v, implanted: (B)(6) 2001, product type: lead. (B)(4).

Event description:
Additional information received reported that the interrogation of the implantable neurostimulator (ins) pre-operatively showed 2 contacts, 6 and 7, in normal impedance, but all others were out of normal range. The physician took the skin down at the extensions so the leads could be tested. That interrogation showed the same contacts in and out of normal impedance. The decision was made with the patient before the procedure, that if the leads were "bad" they would be replaced with an MRI compatible leads and an MRI compatible ins. The old quad leads were very scarred in and came out in 2 pieces on one and the other came out whole. That took over an hour and the patient was not on a foley. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant product: product ID: 3887-33, lot# j0108124v, implanted: (B)(6) 2001, explanted: product type: lead. (B)(4).

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the patient fell in the rain about a year ago. There was a reported loss of pain relief for their back and legs. The patient did not tell their health care professional (hcp) or manufacturer representative until their pain got "bad." An impedance check showed that electrodes 0-3 were over 10,000 ohms and electrode 4 showed over 10,000 ohms. Reprogramming was performed and "brought little relief." The issue was not resolved at the time of this report. A surgical intervention was planned for (B)(6) 2016. The patient was reported to be alive with no injury at the time of this report. Additional information has been requested regarding the outcome of the upcoming intervention, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.